Manufacturer narrative:
The technician replaced the side rail latch screw, ratchet rivet, roller guide and spacer bushing to resolve the issue.

Event description:
The technician alleged the side rail is not latching. No patient impact.